Manufacturer narrative:
Patient code grid: based on the additional information it is confirmed that the excessive reperfusion did not result in the injury hence the patient code for hemorrhage which was initially reported is no longer applicable. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the first stent (subject device) was placed across the dissection middle cerebral artery lesion. However, after the stent placement, the blood flow of the distal part of mca was decreased by ¿worsening of the dissection¿. A second stent was placed and intravenous ozagrel were given to the patient. Two days post procedure, the excessive mca perfusion was occurred. However, no injury was reported due to reperfusion. The patient was sedated with continuous dosing diprivan and presedex and fourteen (14) days post procedure the patient recovered with baseline modified rankin score of 4.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, patient complications is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the first stent (subject device) was placed across the dissection middle cerebral artery lesion. However, after the stent placement, the blood flow of the distal part of mca was decreased by ¿worsening of the dissection¿. A second stent was placed and intravenous ozagrel were given to the patient. Two days post procedure, the excessive mca perfusion was occurred. However, no injury was reported due to reperfusion. The patient was sedated with continuous dosing diprivan and presedex and fourteen (14) days post procedure the patient recovered with baseline modified rankin score of 4.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that the first stent was placed across the dissection middle cerebral artery lesion. However, after the stent placement, the blood flow of the distal part of mca was decreased by ¿worsening of the dissection¿. A second stent (subject device) was placed and intravenous ozagrel were given to the patient. Two days post procedure, the excessive mca perfusion was occurred. The patient was sedated with continuous dosing diprivan and presedex and fourteen (14) days post procedure the patient recovered with baseline modified rankin score of 4.